Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) screen is broken and is not working. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) screen is broken and is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The failure analysis and testing department was able to recreate the reported failure. The touchscreen is unresponsive. The failure analysis and testing department verified the reported failure. Retaining the touchscreen in the fat dept. Per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "screen not working". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the touchscreen assy, 12.1" so, that after the replacement the unit had passed all the functional and safety tests. The unit was returned to the customer and cleared for clinical use. There is no involvement of the patient during this incident. The failure analysis and testing department received part number touchscreen assy, 12.1¿ with a reported unit failure touchscreen failure. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat department installed the part in the cardiosave test fixture and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r.the failure analysis and testing dept. Found that the touchscreen is unresponsive. The failure analysis and testing department verified the failure of the touchscreen. The touchscreen is defective. Retaining the touchscreen in the failure analysis dept. Per procedure 0002-07-008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.